Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported with a description of the lens haptic was found to be defective and the lens was not usable. There was no harm to the patient, as an alternative lens was implanted. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in b2, b5, d10, h6, and h11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that the defect was discovered when the package was opened.